Event description:
Boston scientific received information that an alert was received in the patient's remote monitoring system that indicated this implantable cardioverter defibrillator (ICD) had a possible performance issue. The patient was seen in clinic for follow up. Upon interrogation, the device displayed a fault code that indicated a charge time of greater than 45 seconds had occurred. It was also indicated that the battery capacity had been depleted. The patient was seen for a surgical revision procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was successfully interrogated and review of the device memory confirmed two high-voltage system faults ("charge timeout") had been recorded on (B)(6) 2013 following automatic capacitor reformations and two high-voltage faults ("charge timeout") had been recorded on (B)(6) 2013 following manual capacitor reformations. Visual inspection of the device exterior revealed a bulge on the back side of the case located directly over the area of the high-voltage capacitors; no other irregularities were noted with either the device case or header. An x-ray of the device was performed to evaluate the integrity of the device's internal components prior to destructive analysis. Separation was observed in the anode/cathode stack layers within one of the device's high-voltage capacitors. Collectively, the observations of physical swelling of the device near the high-voltage capacitors and separation of the stack layers noted via x-ray are indicative of internal arcing damage within the high-voltage capacitors. Destructive analysis of the high-voltage capacitors verified internal arcing damage within the capacitor demonstrating separation of the stack layers. Visual inspection of the interior of the capacitor revealed evidence of arcing within the anode/cathode stack itself as well as on the individual layers. Based on the direction of force and magnitude of internal arcing damage present within the capacitor, failure analysis engineers determined that the arcing originated between the case and the anode/cathode stack and continued through the capacitor stack. This resulted in the long charge times associated with the failed capacitor reformation charge attempts. Due to the condition of the device from the damage it incurred, no further analysis could be performed.